Manufacturer narrative:
(B)(4) 2014 - we were informed this lead was returned for analysis. The explant date was also provided. Upon receipt, the lead was found dissected into two fragments. All fragments of the lead were returned for analysis. The analysis of the lead fragments demonstrated a damaged insulation in the region of the tricuspid valve. The finding can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Further damages resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.

Event description:
Ous MDR - it was reported that after an implant duration of about 80 months, during a follow-up oversensensing on this lead was noted. No inappropriate shocks were delivered. The lead was not returned for analysis and no explant date was provided, but it was replaced.